Event description:
An end-of-service/end-of-life message was reported and appeared to be premature battery depletion. Impedances were within the range of 873-1553 ohms.

Manufacturer narrative:
(B)(4).